Manufacturer narrative:
Ortho performed retain testing, batch review, complaint review by lot, donor history, and donor complaint review. Based upon the results of this investigation, the reported customer issue was unable to be confirmed. All results were satisfactory. Sample was not returned to ortho for further investigation. Mxp2240435, qerts# (B)(4).

Event description:
Customer called tsc to report single patient tested in manual gel with a history of anti-e presented with negative antibody screen when tested against 0.8% selectogen lot#vs274. Antigram shows cell# 2 donor# (B)(6) is e antigen pos, both screening cells presented neg. Customer tested on mts igg gel cards. Relevant information: issue started on: occurred on (B)(6) 2020 reported 5.15.2020. Reaction grade obtained: neg. Customer was expecting: pos. Incubation time (for manual test only):15 min. Test repeated: yes. Method/result obtained by repeating: neg. Sample ID:manual gel. Number of samples affected? One. Was qc affected? No. Was any expired product used? No. When was the last successful qc run 5.14.20. Patient clinical history: patient's diagnosis: hx of anti-e, a pos blood type. Transfusion history: 2 units of e ag neg blood. Number of blood unit transfused: 2. Product handling protocol: cassette/gel card storage temperature range:according to IFU, cassette/gel card orientation:according to IFU, rbc storage and handling:according to IFU, visual appearance before use:acceptable. Actions already performed by customer: customer sent sample to ref lab, tested in tube patient antibody screen was pos. Customer unable to provide lot number information from reference lab. Troubleshooting steps performed by tsc: tsc discussed the differences in methodology of testing, customer content with discussion. Tsc discussed with customer titer of antibody may have been possibly impact, presenting with low avidity. Tsc referred customer to limitation of procedure from IFU: optimal reaction conditions vary across antibody specificities. No single test method will detect all antibodies. In some low ionic strength test systems, certain antibodies, such as anti-e and anti-k, have been reported to be nonreactive. Customer reports no patient harm occurred as patient already had a history of anti-e and received e neg blood.